Manufacturer narrative:
Concomitant medical products: hospira 100ml IV bag 0.9% sodium chloride injection usp, lot p336636, exp jun 2016. The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Event description:
Received a copy of the customer's medwatch report from the FDA which states; ¿IV tubing cracked at the luer lock end. We had approximately (B)(4) instances over the past 10 days. The events were investigated. The vast majority of the events occurred when the tubing was being changed or removed after 3-4 day period of use. These are routine IV lines changes. When the tubing was being removed the distal portion where the rotating connector of the luer lock inserts into the clave was cracking. The rotating connector was the portion that was cracking¿.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the distal end of the tubing was leaking from a cracked spin collar when the nurse attempted to disconnect the tubing on the 3rd day of use. No patient harm reported.

Manufacturer narrative:
(B)(4)